Event description:
The reporter stated the surgeon implanted a 11.50 mm icm115v4 implantable collamer lens in pt's right eye on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer lens. Pt's last visit on (B)(6) 2011, status of the eye is good.

Manufacturer narrative:
(B)(4).